Manufacturer narrative:
Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a sytlus atc mini handpiece overheated and burnt a patient's lip. The doctor prescribed triamcinolone ointment to treat the burn.